Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump booted to the verify screen with functional auditory and vibratory alarms. The pump was exercised for 24 hours without interruptions. No evidence of a malfunction was observed during investigation.

Event description:
The patient claimed that the animas pump will not power on. Reportedly, the patient replaced the battery several times but there was no audio tone or backlight. The display screen is blank. The patient went on the backup plan for her diabetes management. A replacement insulin pump was sent to the patient after a call was placed to animas. There was no report of any symptoms or medical intervention that would suggest a serious injury. This complaint is being reported as a malfunction due to the alleged power issue.